Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00176 under a different suspect medical device. The suspect medical device was changed on july 18, 2018 upon further investigation of the customer issue. The field service engineer (fse) inspected the analyzer onsite and discovered grime on the sample probe which was cleaned. The fse also found crystallization on the washzone manifold which was also cleaned. It was determined that the cause of the issue was the washzone manifold. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the sample probe and washzone manifold were cleaned by service. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 189.68 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at 1.53 miu/ml. No adverse impact to patient management was reported.